Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the cortscr ã¸3.5 self-tap l30 sst was broken near to the head, the broken fragments were not returned for evaluation. However, the fracture surface was thoroughly examined on the screw and no problems with the material were noted. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cortscr ã¸3.5 self-tap l30 sst would have contributed to the complained device issue was consistent with the reported condition. Based on the investigation findings, the potential cause is traced to the application of significant torque during implantation. There is no indication that a design or manufacturing issue has caused the reported complaint condition and it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing location: monument manufacturing date: 11-feb-2025 part number: 02.200.030, 3.5mm stardrive cortex screw self-tapping 30mm lot number: 53405p8 (non-sterile) lot quantity: (B)(4) component part(s) reviewed: part number: 02.200.030.099, 3.6mm screw blank 30mm dia 3.5 cortex screw w/sd15 lot number: 49827p1 lot quantity: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 53405p8. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the screw broke while tightening with fingers (without using a motor). The surgery was completed successfully and there was no patient consequence.